Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, priming and excessive no delivery tests. There was no motor error alarm during bolus/basal delivery. There was no excessive no delivery alarm on the insulin pump. The motor was tested outside of the device and passed. The device was received with cracked reservoir tube lip, minor scratches on the display window and cracked case at the display window corner. (B)(4).

Event description:
Customer's mother reported via phone call motor error alarm on the insulin pump. Customer's blood glucose reading was 538 mg/dl. Troubleshooting for the motor error on the insulin pump was performed. Customer received motor error more than once in the last 30 days along with several no delivery alarms. Customer was at school and unable to troubleshoot the device. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.